Event description:
It was reported that during a procedure the remb osc saw would not function and the procedure was cancelled. No patient or user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and rotor. The rotor was stuck in the motor.